Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server inadvertently powered down, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was powered down and not communicating. A technical support specialist (tss) dialed into the production es application server and verified that all becton and dickinson (bd) services were running as expected. The message traffic was crossing over and processing successfully, and all stations were communicating properly with the server. The tss also reviewed health sight viewer (hsv) and found no current critical notices and confirmed last server reboot had occurred. This information was shared with the customer, who confirmed resolution and authorized closure of the case. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server inadvertently powered down. The customer stated that they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.